Manufacturer narrative:
One used burr inner assembly and five sterile blades were returned for evaluation. The used burr was returned without the corresponding outer assembly so it is not possible to perform a complete evaluation. However, based on the shed pattern on the inner burr; the shedding was likely caused by excessive lateral load applied during use. If this was the case, the outer blade adapter body would have presented with damage which could not be confirmed in the absence of the outer blade. A review of the device history records were performed which confirmed no inconsistencies (method code (B)(4)). A complaint history review has not identified additional complaints for this lot number on file. Root cause was determined to be user error. Missing information from this report is identified as a blank, unknown and as no information (ni). This information was not provided in the reported event or available at the time of report submission. (B)(4).

Event description:
During a hip arthroscopy procedure it was reported that metal shavings came off into the hip. The shavings were removed with another shaver. A backup device was utilized to complete the procedure. A five minute delay was reported.